Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient reported left rupture and pain. Device remains implanted. Patient later reported 'liquid on the left breast'.

Event description:
Patient reported left rupture and pain. Device remains implanted. Patient later reported 'liquid on the left breast'.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture and 'liquid on the left breast'.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, a4, a6, b3, b5, g2, h6. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional later reported capsular contracture baker grade IV.